Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was not further specified. The patient was hospitalized for the event on the same day of onset and treated intraperitoneally (ip) with cefazolin (2 grams per day) and gentamycin (80 mg per day, ip) for the event. Four days later, treatment with cefazolin and gentamycin was discontinued and tienam (2 grams per day, ip) was initiated. It was reported that the patient was recovering from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that three days prior to receipt of this report dianeal therapies were discontinued and the pd catheter was removed. The patient was transferred to hemodialysis due to "patient did not respond to the peritonitis treatment". The same day, treatment with tienam was discontinued. Three days later the patient was discharged from the hospital. At the time of this report the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.